Event description:
Clinical study. It was reported 1620 days following a coronary artery stenting treatment procedure that the patient returned with in-stent restenosis (isr). The index procedure treated the 95% stenosed 3.0x20mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation, placement of a 3.0x24mm taxus express2 drug eluting stent and post dilation resulting in 0% residual stenosis. A non study target lesion located in the right coronary artery (rca) was treated with another manufacturer's stent. 1620 days post the index procedure angiography due to unstable angina revealed 70% isr in the mid lad target lesion. It also revealed 70% isr in the rca, 80% stenosis in the left circumflex (lcx) artery and the left main coronary artery was reported "unremarkable". Treatment consisted of angioplasty using a non bsc 3.0x20mm balloon in the mid lad with 0% residual stenosis, and the placement of a 2.25x14mm non bsc stent in the lcx with 0% residual stenosis, and a 4.0x23mm non bsc stent in the rca with 0% residual stenosis. The patient was discharged two days post procedure on aspirin and clopidogrel. The event was listed as related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be anticipated procedural complication.